Event description:
Pt had surgery in 06/2003 for bad knee. Had heart attack the next day and was given new type of stent with the coating on it. Pt then developed bad shortness of breath and it took them days to figure out it was a large bloodclot in the pt's lung. The bloodclot moved, pt had a another heart attack and died in 2003. Reporter beg's agency to look into this regarding the new revelations of this new stent being linked to blood clots and heart attacks.